Manufacturer narrative:
(B)(4). S/w version 4.11j, retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed pump error 39. Insulin pump passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 39 alarms noted during test. Verified pump alarmed 8 pump error 39 alarms between (B)(6) 2021 10:35:00.000 and (B)(6) 2021 13:58:07.000 in pump downloaded history. Motor was tested outside of the device and passed. The motor had a intermittent failure not detected during testing. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 39 alarms noted during test. However, verified pump alarmed 8 pump error 39 alarms between (B)(6) 2021 10:35:00.000 and (B)(6) 2021 13:58:07.000 in pump downloaded history. The motor had a intermittent failure not detected during testing.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.